Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events and call service 052/054 alarms. Moisture was observed behind the display lens. The returned battery cap was found to be undamaged and able to properly secure to the pump and maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The battery compartment was found to be cracked in the thread area and below the grip pad. There was no evidence of moisture inside the battery compartment. The pump cover was removed and moisture was found throughout the internal components. A leak test was performed and a leak was identified in the battery compartment. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was present in the battery compartment, and the pump had a loss of power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.